Event description:
Reporting status: serious injury-required intervention. Reporting rationale: perforation not sealed, requiring medical intervention. Device issue: leak - stent graft. It was reported that two graftmaster stents were implanted to treat a perforation; however, the stents did not completely seal the perforation. The perforation was sealed with additional balloon inflations. No additional event or pt info is available.

Manufacturer narrative:
The other graftmaster stent is being filed under another MFR #.